Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The unit powers up with batteries. The unit was retested and powered up each time. The unit passed all functional tests performed. However, two of the unit battery springs are bent and there is evidence that the unit has been exposed to moisture. (B)(4).

Event description:
Customer reported the alarm will not power on. The batteries have been replaced with a new supply. There is no physical damage to the outside of the unit. The issue was discovered during setup, but the date is unknown. No patient incident or injury was reported.